Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32526, 1627487-2020-32528, 1627487-2020-32530. It was reported the patient's lead migrated. The issue was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein system was explanted and replaced. Effective therapy was established postoperatively. It is unknown which lead was liable for the issue therefore, all the suspected leads are being reported accordingly.